Manufacturer narrative:
Manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a mitral bioprosthetic valve that required valve in valve intervention after an implant duration of five (5) years and five (5) months due to valve degeneration leading to mitral insufficiency. A 29mm transcatheter valve was successfully implant within the existing valve via a transapical approach. The patient was reported as doing well.